Event description:
Spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("persistent bleeding/ abnormal bleeding- (general)") in a (B)(6) female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test". The patient's past medical history included multigravida, multiparous ((B)(6) 1983, (B)(6) 1997, (B)(6) 1998, (B)(6) 2003 and (B)(6) 1993) and abortion. Previously administered products included for anaphylaxis: codeine; for an unreported indication: codeine, prednisone and phenergan. Past adverse reactions to the above products included drug hypersensitivity with codeine. Concurrent conditions included body mass index normal, bipolar disorder since 1998, heart failure since 2012, blood pressure high, cholesterol levels raised, congestive heart failure since (B)(6) 2017, copd since (B)(6) 2017, cervical dysplasia, uterine bleeding, pneumothorax, abdominal pain, emesis, arthritis, tobacco user (current every day smoker) since (B)(6) 2016, anemia, hypothyroidism, upper respiratory infection, dyslipidemia, obesity, edema, muscle tension, rhinitis, sore throat, coughing, asthma, dyspnea, shortness of breath, runny nose, bronchitis and emotional disorder. Family history included heart disease, unspecified (sister, mother), depression (father.) And blood pressure high (father). Concomitant products included medroxyprogesterone (depo provera) until (B)(6) 2005 for birth control as well as amiloride since 2005, amlodipine, anaesthetics (anesthesia), aripiprazole since 1998, baclofen since 2005, ferrous sulfate since 2005, furosemide (lasix), furosemide since 2005, ketorolac tromethamine (toradol), levothyroxine sodium (levothyroxin) since 2005, lisinopril since 2005, lithium carbonate since 1998, metoprolol since 2005, nifedipine since 2005, potassium since 2005, prednisone and spironolactone since 2005. On (B)(6) 2005, the patient had essure (ess205) inserted. In 2005, the patient experienced pelvic pain ("pain : pelvic pain/"), dysmenorrhoea ("stabbing pelvic pain during menstruation") and hormone level abnormal ("hormonal changes- up/down"). In (B)(6) 2005, the patient experienced rash ("rashes") and vaginal discharge ("vaginal discharge"). In (B)(6) 2005, the patient experienced migraine ("migraines"), headache ("headaches") and mood swings ("mood swings"). In (B)(6) 2005, the patient experienced alopecia ("hair loss"). In (B)(6) 2006, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and weight increased ("weight gain"). In (B)(6) 2007, the patient experienced muscle spasms ("neurological conditions or problems-muscle spasms"). In (B)(6) 2013, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6) 2013, the patient experienced bladder disorder ("bladder problems or changes") and urinary tract disorder ("urinary problems or changes"). In 2013, the patient experienced cystitis ("infection (bladder)"), urinary tract infection ("infection (urinary tract)") and vaginal infection ("infection (vaginal)"). On an unknown date, the patient experienced depression ("depression") and tooth loss ("dental problems teeth fell out"). The patient was treated with minoxidil (rogaine), antibiotics and surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes), oophorectomy). Essure (ess205) was removed in (B)(6) 2018. At the time of the report, the genital haemorrhage, pelvic pain, dysmenorrhoea, hormone level abnormal, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, vaginal infection, female sexual dysfunction, migraine, headache, depression, rash, bladder disorder, urinary tract disorder, tooth loss, muscle spasms, vaginal discharge, weight increased, alopecia and mood swings outcome was unknown. The reporter considered alopecia, bladder disorder, cystitis, depression, dysmenorrhoea, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, mood swings, muscle spasms, pelvic pain, rash, tooth loss, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure (ess205). The reporter commented: plaintiff had essure removal due to abnormal bleeding. She also had blood transfusion. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.8 kg/sqm. On (B)(6) 2005, she had surgical pathology report final pathologic diagnoses: cervix, leep conization of specimen: cin grade 1 ¿ involving. Metaplastic epithelium. Lesion involves single quadrant. Endocervical, radial (stromal) and ectocervical margins of excision, free. (B)(6). Most recent follow-up information incorporated above includes: on 23-aug-2018: pfs received. Event neurological conditions or problems-muscle spasms pt updated. Event mood swings added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.